Event description:
It was reported that during the implant procedure it was noted that the distal end of the lead appeared to be deformed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the proximal conductor was damaged. If information is provided in the future, a supplemental report will be issued.